Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was missing perforation. This was discovered before use. The following information was provided by the initial reporter: perforation between products was missing.